Event description:
It was reported that during a pre-use check, the cardiosave intra-aortic balloon pump (iabp) had a fiber optics error and no ao pressure shown. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that issue could not be duplicated and performed precautionary replacement of 9v battery and other parts. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
E1 - event site name - (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.